Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 375cc mentor memorygel breast implant deflated intra-operatively. As a result, another implant (375cc mentor memorygel breast implant catalog: 354-4275 3503754bc lot: 9610552 sn: (b(4)) was used. There was no report of adverse event or patient consequence.

Manufacturer narrative:
On april 11, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth hpg, 375cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable rupture. Although no product leakage was identified, there may have been other circumstances or issues that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On march 17, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.